Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309623, batch#:3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb leaked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw pr# 4480186 ¿ leaking. Product: gattex bd plastic dosing syringe (1 ml) with needle attached (27g, 1/2 inch) bd syringe lot number(s): 3340120. Takeda awareness date: 02aug2024 report received from pharmacovigilance on 02aug2024: patient reports, "I noticed a small drop of liquid after removing the entyvio pen at the injection site." Advised patient to notify hcp and pharmacy. No other information provided. No consent to contact patient and hcp. Additional information provided: 1. What was the impact to the patient? Potential missed dose. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Potential missed dose due to leak. 3. Can you please provide an exact date of event in format dd-mmm-yyyy? 30jul2024.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Leakage. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.